Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, and a severely scratched display window.

Event description:
The customer's mother reported that the insulin pump alarmed motor error, no delivery and had physical damaged. Customer declined to troubleshoot for no delivery and physical damage. Customer stated she only wanted to troubleshoot for motor error because the insulin pump would be replaced. Troubleshoot was done. Customer's blood glucose was 200 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.